Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement, and active current measurement. Detailed trace analysis shows that pump alarmed low battery and then power error alarm was triggered when backup battery loaded voltage (loaded v lith) was less than 3.5 v for 4 consecutive hours due to connector resistance at j6/pcb 1. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had power error. The customer's blood glucose level was unknown. It also stated that customer declined troubleshooting on insulin pump. Insulin pump will be returned for analysis.